Event description:
After 6 years of implantation, the device involved in this MDR report could not be interrogated during the routine follow up; in addition, no magnet was observed. Therefore, it was explanted. This device was listed in the field safety notice issued in october 2005 (group no.1). This was recorded under recall (B)(4) and recall(B)(4) in the united states.

Manufacturer narrative:
(B)(6) 2009. This event concerns a device that was manufactured and used outside the untied states. The device analysis is pending.